Event description:
I replaced the bandage covering my recent ((B)(6) 2023) surgical incision with a newly purchased equate ((B)(6) brand) flexible fabric jumbo (3" x 4") antibacterial bandage on (B)(6) 2023. When I removed it 2 days later ((B)(6) 2023) the skin the antibacterial pad touched was red and inflamed. Fortunately there were steri-strips over the incision, so the wound itself seems okay. It is an allergic reaction or chemical burn, not an infection. The skin is improving, though still red and itchy 3 days later ((B)(6) 2023). I called my surgeons office, and since it was improving and didn't seem to be an infection, they didn't feel it needed to be checked immediately. Replaced bandage over surgical incision, chemo port removal.